Event description:
It was reported that the device had unexpected longevity as there was rapid battery depletion since the patient's last follow-up visit. It was noted that within that time period eri (elective replacement indicator) had occurred, a charge circuit timeout occurred, and the time between eri and end of life (eol) did not meet the three months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was also collected from the device and analyzed. Analysis of the data indicated that the high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). The data also showed that the battery indicator was signifying that it is time for device replacement. The eri date was (B)(6) 2013 and the long charge time was on (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Evaluation summary continued: analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.